Event description:
It was reported that the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) with this electrode received one inappropriate shock due to what appears to be t wave oversensing. Technical services (ts) provided a review of a stored episode noting that at the onset it appears to be sinus tachycardia and when the rhythm accelerated the complex was very wide and presented double counting. It was noted that after the shock the morphology and rate restored to normal. Technical services (ts) recommended review with the electrophysiologist to confirm if the shock was appropriate. This electrode remains in service. No additional adverse patient effects were reported.